Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after the implant procedure the patient experienced brain fog. The patient was concerned she reacted to the anesthesia. Nevro attempted to obtain a physician's medical assessment regarding the nature of the symptoms but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective therapy.